Manufacturer narrative:
(B)(4). Additional information: multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during an unknown procedure, the clips from the clip applier where applied on the bleeding vessel but failed to stop the bleeding. On careful examination the doctor found that the arms of the clip were overriding each other, which possibly was damaging the vessel more. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4).